Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. During product evaluation, the baxter technician found a fail code 702 in the event history. Failure code 702:00 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The facility returned the device for service. During product evaluation, the baxter technician found a defective user interface module printed circuit board (uim pcb). The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.